Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported that after the routine change out of the implantable cardioverter defibrillator (ICD) the impedances on the right ventricular lead were high and triggered an alert. It was discovered the leads were not placed in the header correctly. The leads were re-inserted into the device and remain in use. No patient complications have been reported as a result of this event.